Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was receiving no delivery alarms during a prime. The customer's blood glucose was 275 mg/dl. The customer also stated they were currently at the hospital and was not using the insulin pump. Troubleshooting found insulin was able to exit from the tubing with a push plunger. It was also found the customer's pump did not alarm no delivery after troubleshooting. Customer was advised their insulin pump was working as designed. No additional information provided.